Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose and also insulin pump was not working correctly. Blood glucose level at the time of the incident was 440 mg/dl. Customer was experienced symptoms such as nausea. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was used. Customer did not allege insulin pump was under delivering. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.